Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a patient had a problem with a dialysis catheter. The customer reported that maxid catheter hubs are breaking. Catheter was replaced.